Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A surgeon at cabrini brighton hospital reported the following: using a plss3626 cross screw in a lapidus cp plate plp29371, the head of the screw has sheared off and the screw has advanced all the way through the plate. The plate had already been fixated distally so these screws were removed, the plate was removed and the cross screw were removed. A new plate and screw were then used.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
A surgeon at (B)(6) hospital reported the following: using a plss3626 cross screw in a lapidus cp plate plp29371, the head of the screw has sheared off and the screw has advanced all the way through the plate. The plate had already been fixated distally so these screws were removed, the plate was removed and the cross screw were removed. A new plate and screw were then used.